Manufacturer narrative:
A visual examination of the returned device found the catheter cut and the clevis arms bent. Riveting and welding marks were within specification. The device could not be functionally tested due to the present condition. Though there was no damage noted to the pull wire, the condition of the returned incident device was consistent with the complaint, due to the damage present to the clevis arms.. Additionally, the bent clevis arms could interfere with device withdrawal from the scope. The most probable cause is operational context since excessive force was applied to the device due to anatomical or procedural factors limiting the device performance. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure the pull wire broke when the physician tried to collect tissue from the stomach. The biopsy forceps became stuck in the scope. The biopsy forceps and scope were removed in tandem from the patient. The proximal end of the device was cut and the device was removed from the scope. The scope was reintroduced into the patient and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure the pull wire broke when the physician tried to collect tissue from the stomach. The biopsy forceps became stuck in the scope. The biopsy forceps and scope were removed in tandem from the patient. The proximal end of the device was cut and the device was removed from the scope. The scope was reintroduced into the patient and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.